Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that resistance was noted when moving the 4th coil (subject device) for deployment in the aneurysm. It was placed in the target site, and when the delivery wire was retracted, the coil unraveled and continued to unravel as the delivery wire was completely removed. Detachment was not attempted and the coil did not break, but the unraveled portion (at the tip) was not completely removed. The proximal portion was cut and the remaining portion was sewed subcutaneously under the skin at the groin. Drugs (medication and dosage unknown) were administered. The patient had no symptoms, and was stable following the procedure. The patient had no complications resulting from this and has recovered.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, an analysis could not be performed. The reported information indicated that flushing was not used. Per the device directions for use (dfu): ¿in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guide wire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil.¿ based on the information, it is believed that the lack of flush led to the reported friction, which led to force against resistance during removal, resulting in the stretching and reported event. Because this issue appears to be due to a deviation from the supplied dfu that resulted in a different medical device response than intended by the manufacturer or expected by the user, the cause is considered to be related to the dfu instruction not being followed / failure to follow instructions.

Event description:
It was reported that resistance was noted when moving the 4th coil (subject device) for deployment in the aneurysm. It was placed in the target site, and when the delivery wire was retracted, the coil unraveled and continued to unravel as the delivery wire was completely removed. Detachment was not attempted and the coil did not break, but the unraveled portion (at the tip) was not completely removed. The proximal portion was cut and the remaining portion was sewed subcutaneously under the skin at the groin. Drugs (medication and dosage unknown) were administered. The patient had no symptoms, and was stable following the procedure. The patient had no complications resulting from this and has recovered.